Manufacturer narrative:
A vyaire medical field service representative (fsr) evaluated the device onsite. The fsr replaced the driver for a 3 year preventative maintenance, checked the dc power supply voltages, calibrated the airway pressure monitor transducer, completed the pneumatic function calibrations and checkout, calibrated the driver controller board, calibrated the driver displacement indicator, completed the alarms test, completed the final test, and performed the patient circuit calibration and performance check. The unit meets manufacturer specifications. The vyaire medical factory service center received the suspect component, a 3100b driver assembly. Upon completion of the device evaluation, a follow-up report will be submitted.

Event description:
The customer reported replacing the driver power module on the ventilator and calibrating the unit. The unit worked properly for 3 hours. The next day, the unit operated for one hour and the driver stopped. There was no patient involvement associated with this issue.

Manufacturer narrative:
The vyaire medical factory service center received the suspect component, a 3100b driver assembly, and evaluated the device. An evaluation of the component did not duplicate the reported issue. The driver was operating per manufacturer's specifications.